Event description:
It was reported during a routine follow-up of the device, an abnormal battery discharge was observed. The battery longevity had decreased from showing six years remaining, during an interrogation in (B)(6) 2018, but showing only three years during the most recent interrogation. There were no technical signs present that could justify a greater use of battery. All other parameters are fine, and the patient is not pm dependent. No further action has been taken at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during a routine follow-up of the device, abnormal battery discharge was observed. The battery longevity had decreased from showing 6 years remaining, during an interrogation in (B)(6) 2018, but was showing only 3 years remaining during the most recent interrogation. There were no technical signs present that could justify a greater use of battery. The device was explanted and replaced without causing any adverse effects to the patient. Additional information received, indicated the device was thrown out.

Event description:
It was reported during a routine follow-up of the device, an abnormal battery discharge was observed. The battery longevity had decreased from showing six years remaining, during an interrogation in (B)(6) 2018, but showing only three years during the most recent interrogation. There were no technical signs present that could justify a greater use of battery. The physician decided to replace the device on (B)(6) 2019. No adverse effects were reported. Currently bsc has not received the device back for investigation. A return request has been sent to the field.

Manufacturer narrative:
The device is expected for return. This report will be updated upon return and completion of analysis.